Manufacturer narrative:
Event date (B)(6) 2016 . Concomitant product therapy date (B)(6) 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a clearlink system continu-flo solution set. The reporter stated solution does not drip. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date: april 29, 2016- april 30, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included leak testing, clear passage test, and pressure testing. Functional testing of the sample was satisfactory. The reported condition was not confirmed, therefore, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.